Event description:
It was reported the patient had their pump replaced and thought the ptm was coupled to the new pump. Right after that, the personal therapy manager (ptm) was not functioning. At the clinic today, they checked the logs and there had been no boluses delivered even though the patient thought she was receiving bolus doses/ptm working as intended. The pump was reprogrammed and changed to flex mode until further investigation could be performed. The pump contained baclofen. It was further reported the rep had not seen that version of the ptm "beiges" and needed to couple it with the patients pump. The patient was still having a difficult time finding the right communication spot to give herself a bolus. It was further reported the bolus denied screen was due to a programming error: "will not communicate". The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was later reported that the patient¿s personal therapy manager (ptm) was no longer functioning. The clinician tried to get the ptm to work without success. Ptm troubleshooting was not successful and included changing batteries, antennae, and location of antennae on (B)(6) 2014 with no resultant communication. The ptm would not communicate with pump. The problems with the ptm started around (B)(6) 2014. The patient was having breakthrough spasticity which the clinician felt would be relieved once the patient¿s ptm was working. The manufacturer¿s representative never interrogated the pump. The patient transitioned to flex dosing until a new ptm was received. The clinician changed simple continuous to flex dosing, however next refill the clinician wanted to switch back to ptm.